Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: cat45e/cat45f, 15546-aw rev d 06/2016, checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported the patient went to the emergency room (ER) for hyperglycemia. The patient¿s blood glucose level rose to 24 mmol/l (432 mg/dl), the patient bolused with a combined 19 units. After the boluses the patient¿s blood glucose level was reading ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) and experiencing nausea, a headache and body aches. The patient went to the ER and was diagnosed with diabetic ketoacidosis. The patient underwent blood and urine tests and chest x-rays and was treated with potassium pills, a potassium, magnesium and insulin drip, fluids and with tylenol. The patient was discharged the next day with instructions to use manual direct insulin injections for two weeks and then resume using the pod. The pod was worn between 24 and 36 hours on the abdomen.